Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment for the peritonitis included intraperitoneal injections of vancomycin (1gm in first bag, then every 5th day for 14 days) and injections of magnova (500mg in each bag for 14 days, frequency not reported). The outcome of the peritonitis was unknown. The pd therapy was ongoing. No additional information is available.